Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that a med rep adjusted it last time at doctor's office two weeks ago. Patient thinks it helped some but patient was still getting too much stim in their calf. The issue was not resolved. Patient provided the hcp information. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for non-malignant pain and chronic low back pain. Patient stated he needs more stim in the back since "quite a while". Event date was asked but unknown. Patient stated he let his ins run down because he was not paying attention to it - when he got it recharged again he screwed up some of the settings and he wants to try to get it back to what it was set at. Caller was redirected to their hcp for reprogramming. Patient requested a programming manual. No further complications were reported/anticipated. On 2019-jun-13 additional information was received from the patient. It was reported that patient still can't get the stimulator working in their back, seems to be going down in their leg and two weeks ago met with a manufacturer rep. Who readjusted it and patient thinks it did help a little bit but seems like still getting too much stim. With that and the pain pump getting way too much vibration in the calves and it is causing problems. Patient had an appointment with the pain doctor on (B)(6). No further complications were reported/anticipated.